Event description:
Covidien received info that a pt expired while on an 840 ventilator on (B)(6) 2011 13:15 pm. The customer reported that the pt was placed on an 840 ventilator then the ventilator alarmed "no o2 supply." The pt was switched to a second ventilator which also alarmed "no o2 supply." According to the facility, the pt was in an older micu room where the facility's testing determined that there is a flow restriction; the o2 connection has 4.5 liters at 52 psi volume. The pt was moved to a different room where the facility reported they have their standard 6.5 liters at 52 psi volume. Approx 4 hours later, the pt coded and subsequently expired. The covidien customer support engineer (cse) inspected one device in the older micu room and confirmed that the ventilator failed the o2 flow test. The cse tested both devices in the respiratory dept where both ventilators passed all testing and functioned normally.

Manufacturer narrative:
There is no indication that the device stopped ventilating. When an inadequate oxygen supply condition exists, the ventilator is designed to switch source gases to deliver 100% room air and annunciate a "no o2 supply" visual and audible alarm. Multiple attempts to contact customer have been made with no customer response. If the customer reports further info, the complaint record will be re-opened.